Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction event. A review of the events indicated that model 1778000 implantable port some time post port device implant, the port was allegedly unable to be aspirated. This report was received from one source. This event involved one male patient, (B)(6) years of age weighing (B)(6) lbs. The patient had no reported patient injury.